Event description:
It was reported that the patient presented in clinic due to experiencing an arrythmia. Interrogation of the ventricular leadless pacemaker (vlp) revealed there was no capture. A chest x-ray confirmed the vlp had dislodged and embolized to the free wall where it got stuck in some trabeculations near the septum. A repositioning procedure was scheduled. The patient is in stable condition.